Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device status unknown.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: observed wear abrasion on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.